Event description:
Cryotherapy tech at (B)(6) medical center called with an issue with the urethral warming catheter. While finishing the second freeze, noticed pinwheel not curculating. Directed tech to call clinical education specialist (ces). Ces called back and learned that the catherer had seemed stuck to the urethra but had been thawed and removed. The cryotherapy tech reported that the warmer seemed to be opeating properly. No patient injury reported.